Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cs300 intra-aortic balloon pump (iabp) unit has power cable problem. Also safety disk and maintenance kit will need to be changed. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office & contact person - mfg. Site), g3, g6, h2, h3, h6 (type of investigations, investigation findings, component codes, investigation conclusion), h11. The getinge field service technician (fst) discovered this issue and reported power cable problem. There was no patient involvement or adverse event reported. Fst reported safety disk and maintenance kit will also be changed. 2500h maintenance kit was applied to the device as part of preventive maintenance. The safety disk of the device, which had completed its life, was replaced. The device was operated with trainer and test catheter at different ECG values. The functional tests of the device were completed successfully. There is no power cable on the device. The device requires a power cable. The device is not suitable for clinical use without a power cable. The user informed that he solved the problem himself. No information was shared about how the problem was solved. No part was shared by the user.